Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient was in car accident and tibia and femur components are loose.

Manufacturer narrative:
An event regarding trauma a car accident resulting in tibial and femoral component loosening involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the lot referenced. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Surgeon commented that patient was in car accident and tibia and femur components are loose.